Event description:
It was reported that stent damage occurred. A 28 x 2.50 promus premier select drug-eluting stent was selected for use in a percutaneous coronary intervention. However, upon opening the package, it was found that the stent struts were deformed. The procedure was completed with another of same device. There were no patient complications reported.